Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they trying to control patient on normothermia but getting an alarm 113 in an arctic sun device. Nurse confirmed they have a good flow rate and currently patient temperature (pt) was 35.2c, targeted temperature (tt) was 37c, and water temperature (wt) was 32c. Diagnostics, heater command 100 percent, water reservoir level (wrl) was 5. Walked nurse through draining off 500ml from the right drain port. Nurse stated the device did not even drain 500ml before it stopped draining on its own. Nurse stated they will just swap to another device and send this one to biomed, sn: (B)(6), last number was scratched off and unable to read.